Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the patient¿s father/reporter contacted lifescan (lfs) (B)(4) on behalf of the patient to report that the patient¿s blood glucose high for a few days and subsequently went into a diabetic coma. This complaint is being reported based on the information obtained during the initial phone call and follow-up information obtained on (B)(4) 2013. The patient tests her blood glucose 5 times per day and uses novolin and novorapid to manage her blood glucose. On the day of the hospitalization, the patient spent 36 hours in the coma. The reporter did not know treatment she was given at the time of concern. Troubleshooting could not be performed as the patient and subject meter was not present. The reporter did not know if there was a problem with the subject meter. This complaint is being reported because the patient had elevated blood glucose reading, went into a diabetic coma, and required hcp medical intervention while the patient was using a lifescan meter.